Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to be melted at tip. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.